Event description:
The facility reported a colleague infusion pump with a malfunction of constant alarms. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.04.00 which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with constant alarms was not confirmed during product evaluation. The root cause of the reported condition was undetermined. There were no repairs to resolve the reported condition. A device history review was performed with no exceptions found during manufacturing. A service history review revealed that this device was not previously serviced for the reported condition.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation is in the process of being completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter will continue to monitor similar reports to determine if further actions are required.